Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the lens found a piece of optic and haptic torn off and there was evidence of dry clear and red residue on the optic surface. The lens was returned dry in case. There was no visible damage to the cartridge. (B)(4).

Event description:
The reporter stated the surgeon was inserting an aq2010v three-piece silicone lens, +23.0 diopter, and noted the lens was torn. There was a patient contact with the cartridge but not with the lens. There was no patient injury and the backup lens was implanted. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
(B)(4).